Event description:
A hydrothermablator procedure set was used during a therapeutic hydrothermablation (hta) procedure. (Patient weight unknown). According to the complainant, approximately 5cc's of hot saline leaked out into the vagina posterior and underneath the cervix causing, approximately, a 1 cm by 2 cm burn. The exact degree of this burn is not known. It should be noted that the patient had a severely anteverted uterus, was experiencing severe cramping, and was moving throughout the procedure. A speculum was used, but is not known if a tenaculum stabilizer was used and no alarms sounded. The procedure was not completed due to this event, and there were no further patient complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.